Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
Caller alleges self-adhesive sometimes get wet. Caller also alleges headset is leaky due to experiencing elevated blood glucose levels up to 500 mg/dl. No adverse event reported. Headsets have been discarded; no product will be returned.